Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pulmonary vein detachment and subsequent patient death could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Abbott was made aware of a patient death that was "rumored" to be due to the catheter's lesion size index (lsi) capabilities one month following a successful pulmonary vein isolation procedure. The "rumor" indicated the cause of death was due to a pulmonary vein detachment from the left atrium. No additional information was made available regarding this event.